Event description:
Per the provider, the cause of the increase in seizures was determined to be not related to vns therapy/surgery. The patient was prescribed a medication by pcp and also concern for botomania causing low sodium levels which likely triggered seizure. The battery replacement was not referred for an increase in seizure condition, but rather low battery, and this increase in seizure condition had occurred after this referral.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has hospitalized due to seizures. The patient was scheduled for replacement, however this had to be delayed as the patient was admitted into the hospital. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient's generator was replaced prophylactically. The suspect product has not been received to date. No other relevant information has been received to date.